Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his pump is having issues connecting to his blood glucose meter and has been having issues with battery life. The customer's blood glucose was 17.0 mmol/l and stated that he treated with a manual injection. He declined troubleshooting for the high blood glucose during troubleshooting, he was advised to disconnect and reconnect at the quick release and to perform the self-test and he stated that the pump passed. He checked the alarm history and there was a power alarm and a failed battery alarm. During troubleshooting for the failed battery alarm, the alarm was explained to the customer but no further troubleshooting was necessary as this was a past event. During troubleshooting for the power error alarm, they confirmed that they were able to clear the power error alarm. The customer performed a finger stick and stated that their blood glucose was 14.8 mmol/l and that it did display on the pump. The insulin pump will be returning for analysis.